Manufacturer narrative:
The user facility submitted medwatch mw5108369 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a continuous chemotherapy infusion which ran an hour longer that it should have. The event happened during medication treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.